Event description:
The customer reported a small amount of fluid leaked from the wash tower, collected at the bottom of the unit, and dripped on to the floor involving unicel dxc 600i synchron access clinical system. Vacuum over limit errors appeared during the incident. The customer had on personal protective equipment (ppe): gloves and a laboratory coat and cleaned up the fluid inside the unit and on the floor using gauze pads. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) determined the issue was due to a faulty wash tower vacuum valve for the pipettors. The fse replaced the valve to resolve the issue. Vacuum operated within specification. The unit conformed to the manufacturer's published performance specifications. (B)(4).